Event description:
Implant placed 10/10/97. 2 weeks lated, developed fistula. It was surgically exposed (implant solid). Site was closed, pt put on antibiotics- no resolution of fistula. Exposed 12/19/97, detected mobility and removed implant. One person affected.